Event description:
The procedure was a low anterior resection for rectal cancer tumor at 7cm. When the anastomosis was completed, there was a positive leak test. The physician inspected the car 27 ring, a hole/gap was found and the ring was visible at the proximal end. The ring was resected out and the anastomosis was re-created with a stapler. In a follow up with the physician on day 3 post operation, the pt was recovering well.

Manufacturer narrative:
This report is submitted on behalf of the MFR and the importer, since the company serves as the designated complaint handling unit for both facilities. The event is still under investigation, and complementary follow up report will be submitted when additional info is available.